Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture ripped. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device ar-1588btb. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was identified that a part of the tightrope was frayed/damaged. No blue/white fiber tape, white/black suture, button or needle were returned of the fibertag® tightrope® ii implant. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.